Manufacturer narrative:
A33 alarm during the basic occlusion test due to moisture damage on fsr. Pump passed displacement test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with moisture damage on electronics assembly, broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump was no longer functioning after being exposed to water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.